Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with its original pouch. The unit returned has the distal end kinked and peeled, as part of overall visual revision. A visual inspection was performed. The distal tip kinked and peeled exposing the corewire. No evidence of fracture on the corewire was found. All the outer diameter (ods) taken and overall length were according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the guide wire coating peeled and removal difficulty occurred. The target lesion was located in the distal anterior tibial artery. A 300cm v-14¿ controlwire® guide wire was selected. A rubicon catheter was inserted over the v-14 wire to the lesion; however, upon removal of the v-14 wire, resistance was noticed. The physician gave a slight tug and the wire came out of the rubicon catheter with no problem. The physician stepped back on fluoroscopy to send down the wire and noticed something sitting in the dorsalis pedis artery. Upon further examination of the images and the v-14 wire, it was determined that some of the coating from the v-14 wire had sheared off and lodged in the dorsalis pedis artery. The flow in and around the left behind coating was good so the physician choose to leave it alone. There were no patient complications reported and the patient's status was fine.

Event description:
It was reported that the guide wire coating peeled and removal difficulty occurred. The target lesion was located in the distal anterior tibial artery. A 300cm v-14¿ control wire® guide wire was selected. A rubicon catheter was inserted over the v-14 wire to the lesion; however, upon removal of the v-14 wire, resistance was noticed. The physician gave a slight tug and the wire came out of the rubicon catheter with no problem. The physician stepped back on fluoroscopy to send down the wire and noticed something sitting in the dorsalis pedis artery. Upon further examination of the images and the v-14 wire, it was determined that some of the coating from the v-14 wire had sheared off and lodged in the dorsalis pedis artery. The flow in and around the left behind coating was good so the physician choose to leave it alone. There were no patient complications reported and the patient's status was fine.